Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one resolute onyx rx drug eluting stent to treat a lesion in the rca. The device was removed from the packaging and inspected with no issues noted. It was reported that the inflation device remain on neutral pressure during delivery of the device. The stent met resistance and was not delivered and was removed for inspection. Upon examination when the stent was removed from the patient's body the stent was noted to be flared and it easily slipped from the catheter. No patient injury was reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The stent was returned off the delivery system balloon. Eight wraps at one end of the stent were intact. The remaining wraps were stretched and deformed. Crimp impressions were visible along the working length of the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.